Event description:
It was reported that patient death occurred. A pulse field ablation (pfa) procedure was attempted using a faradrive steerable sheath and farawave catheter. The faradrive sheath was connected to a pressurized saline bag and advanced to the left atrium through a transeptal puncture. The faradrive sheath was accidentally moved too far from the transeptal puncture site and moved to the right atrium access to the left atrium was regained, the farawave catheter was positioned, and five (5) applications of ablation were delivered. The pressurized saline bag connected to the faradrive sheath became empty leading to an air embolism via the faradrive steerable sheath and st segment elevation. The patient went into cardiac arrest and experienced a stroke. The pfa procedure was aborted and the patient was defibrillated and admitted to the intensive care unit. The patient died with stroke as the official cause of death.

Event description:
It was reported that patient death occurred.a pulse field ablation (pfa) procedure was attempted using a faradrive steerable sheath and farawave catheter. The faradrive sheath was connected to a pressurized saline bag and advanced to the left atrium through a transeptal puncture. The faradrive sheath was accidentally moved too far from the transeptal puncture site and moved to the right atrium access to the left atrium was regained, the farawave catheter was positioned, and five (5) applications of ablation were delivered. The pressurized saline bag connected to the faradrive sheath became empty leading to an air embolism via the faradrive steerable sheath and st segment elevation. The patient went into cardiac arrest and experienced a stroke. The pfa procedure was aborted and the patient was defibrillated and admitted to the intensive care unit. The patient died with stroke as the official cause of death.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes:device history record reviewa review was completed of the device history records (DHR) for the faradrive steerable sheath upn #m004pfce21m402 batch #cl14870. The faradrive steerable sheath was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysisthe faradrive steerable sheath was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling reviewreview of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The faradrive steerable sheath IFU lists air embolism, ischemic stroke, cardiac arrest, st segment elevation, and death are known potential adverse event associated with the use of the device.risk reviewa review of the faradrive hazard analysis was completed and confirmed that the events of air embolism, ischemic stroke, cardiac arrest, st segment elevation, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of adverse event related to procedure. It was reported that during a pulse field ablation procedure the pressurized saline bag connected to the faradrive steerable sheath became empty leading to an air embolism. St segment elevation, cardiac arrest, ischemic stroke, and death are considered secondary complications resulting from the reported air embolism. Following admission to the intensive care unit the patient died with stroke reported as the official cause of death. Air embolism, ischemic stroke, cardiac arrest, st segment elevation, and death are known potential adverse events associated with the use of the faradrive steerable sheath.